Event description:
Subsequent to the initial medwatch report a user facility medwatch report was received and states: "at the end of procedure when perclsoing lfa, could not get perclsoe back out of artery. Held presure and patient was taken to surgery and perclose was removed".

Event description:
It was reported that arteriotomy closure of a mildly calcified common femoral artery was attempted using the proglide device after a percutaneous transluminal angioplasty and stenting peripheral procedure. Reportedly, after parking the foot, the device became stuck and could not be removed from the patient. During the retrieval attempt, a technician who was present during the procedure twisted the device, but was unable to retrieve the device. A cut down was performed, the foot were observed still deployed and twisted. The device was removed during the cut down and the arteriotomy was closed surgically. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4): incorrect removal. Per the instructions for use, under precautions: do not advance or withdraw the proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition of the device confirmed the reported difficult device removal as the foot was found out of the guide with the posterior foot being broken and not returned. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. The instructions for use states: the safety and effectiveness of the proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, a total of fifteen unused/sterile proglide devices were returned for analysis. Eight proglides were from the same complaint lot number (20312j1), six proglides from lot number 20227j1, and one proglide from lot number 20223j1. Visual and functional analysis of all the returned devices indicated they performed according to specifications and there was no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue.